Manufacturer narrative:
No report of patient involvement. Based on the alarm received, technical support advised the hospital biomed replace the data acquisition board. This part was replaced and the unit was returned to service.

Event description:
The hospital reported the unit alarmed '1.225v ref out-of-range', upon power up. There was no report of patient involvement.